Event description:
It was reported that (1) tlc55 was used during a colon resection procedure. It was reported by the rep that in performing a colon resection, it was reported that the stapler malfunctioned or misfired. No further info was given. Another tlc55 was pulled and the case was completed. There was no consequence to pt.